Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide channel is damaged at the distal end, means that the distal end has sharp edges and the cover glass at the distal end is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide channel is damaged at the distal end, means that the distal end has sharp edges, the cover glass at the distal end is damaged, the image appears dark, because the light guide fibers are broken, because the outer tube is bent, a lens inside the optical system is broken, resulting in no image and the eyepiece has scratches. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device exhibited damaged light guide channel and distal end glass during set up, inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.